Event description:
It was reported that the patient underwent a spinal procedure. It was reported that the pituitary has a broken pin. No patient complications were reported.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The inferior jaw is bent down at the pivot pin, and the pivot pin is missing. The location and amount of force required in order induce deformation of the jaw pivot hole is consistent with application of excessive force, resulting in the foregoing event.

Manufacturer narrative:
(B)(4): the device was returned to the manufacturer for evaluation. Neither the device nor imaging films were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.